Manufacturer narrative:
In an research article residual shunt and device migration were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A literature case study article titled "percutaneous intervention in infants with congenital coronary fistula" was reviewed. This research article presents a case study of a 7 month old female who had continuous cardiac murmur, which was heard in auscultating. Congenital coronary artery fistula flowing from the right coronary artery into the right atrium was diagnosed. Obvious cardiac congestion or cardiac ischemia were not observed. Pulmonary to systemic blood flow ratio was measured to be 1.5 by coronary angiography. Diagnostic imaging revealed dilated ostium of right coronary artery. The coronary branch was diverged at the proximal and flew into the right atrium in 2 locations with forming aneurysm of 4-7mm diameter. An 8 mm amplatzer vascular plug ii (avpii) was selected for implant into the long aneurysm. Because the outflow tract into the right atrium was close to the tricuspid valve, approach via artery was selected. Using a non-abbott guiding sheath, the avpii was implanted in the intended location, but migrated into the enlargement area of aneurysm during the implant and residual flow was observed. Therefore, 2 detachable coils were implanted additionally with resolution of the flow. The next day, reoccurrence of shunt was detected by echocardiography. Because shunt flow tended to be increasing, additional surgery was performed and 12 detachable coils were tightly packed into the aneurysm without any space with resolution of the shunt, as well as resolution of right sided heart enlargement and a decrease in patient's heart rate was confirmed. The article concluded that it should be taken into account the possibility of residual shut recurrence when the device size, implant location, and the number of devices is decided. Embolization coils should be tightly packed without space into scheduled lesion regardless of the number of coils. Although the targeted patient was a child with small build, the procedure was able to be performed safely by appropriate the number of device or the device size selected.